Event description:
A 330mm monopolar hook with a 3.5mm diameter was returned to medtronic and upon evaluation, the electrical insulation was compromised. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): the hook is bent and its coating is badly damaged. An impact is also visible on the sheath. The device failed electrical tests, the electrical insulation is compromised and the instrument cannot be used in this condition. The most probable cause of the general damaging is a shock during the reprocessing of the instrument. The instrument was in all likelihood damaged by a poor handling. (B)(4).